Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Recurrent diverticulitis did the patient receive any preoperative chemotherapy or radiation? No. Can a detailed timeline of events leading up to the leak (to include days) be provided? On day 7 post op, the patient returned to the ER suspecting a uti. Due to the recent surgery, a CT was performed, and nothing was noted, and the patient was discharged. 3 days later (post op day 10), the patient returned to the ER with increased abdominal pain. A CT was performed and free air in the abdomen was noted. The primary surgeon was unavailable, and a partner performed an exploratory laparoscopy, during which no leak could be identified, visually or with contrast. A drain was placed, and the patient was admitted. The patient did not improve and on post op day 12, the primary surgeon performed a diagnostic laparoscopy, identified a 1 cm leak at the anastomosis. The anastomosis was transected, and a colostomy was created. By jan 5th, the patient had not improved and the colostomy had become necrotic from the fascia to the skin. A laparotomy was performed on jan 6, 2023, to revise the colostomy. Upon entry to the abdomen, the patient¿s colon and much of her small intestine had become grossly inflamed and adheased into a single mass. Hours were spent trying to lyse adhesions, but the tissue was so friable that at 1000cc of blood loss, the surgeon decided to perform a colectomy and remove all but about 15cm of small intestine. 2 units of blood were administered to the patient intraoperatively. An ileostomy was created. The patient went to ICU on a vent but 1 day later, the patient had been extubated and was recovering. Were their diagnostics studies done after the original re-op? No mention of diagnostic studies was made from reop #1 to reop #2. What is the patient¿s history? Any other potential causes for the leak? Obese but no other co-morbidities does the surgeon believe that there was an alleged deficiency of the cdh29p device that contributed to the reported issue or were there other contributing factors? The surgeon doesn¿t know if there was a deficiency in the product and isn¿t willing to speculate. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? A surgeon fired the device (name withheld for this additional information request but available). He has used the powered circular stapler since september 2020. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Doesn¿t recall. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? Doesn¿t recall, but doesn¿t think so. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes, complete donuts. Were there any issues noted with staple formation? No. Was the staple line visualized endoscopically during the initial surgical procedure? No, only a leak test performed. How was the leak identified? CT scan/free air initially, then visually on a reoperation what was observed at the site of the leak upon reoperation? 1 cm hole on the anastomosis. Is the colostomy temporary or permanent? It was originally intended to be temporary, but now it is permanent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, post-op a sigmoid colectomy procedure everything went as it should and the anastomosis passed an air leak test. Several days later, the patient presented complications of a possible leak. The surgeon performed an exploratory laparoscopy but did not find anything but placed a drain in the patient. The patient did not improve several days after the first reoperation. The second reoperation was conducted, and a one-centimeter hole was found on the anastomosis and the surgeon performed a colostomy. Tomorrow on jan 6, the surgeon will need to perform a colostomy revision.